Event description:
The tourniquet did not inflate. Surgery was extended an undetermined amount of time and the patient lost 1,000 cc's of blood and required a blood transfusion. Patient information is not available.